Event description:
The customer initially reported that their device was losing power when switching between batteries, but the device had the ability to power back on. Following the evaluation of the device, it was observed that the power pcb assembly was causing the device to intermittently lose power. This is in addition to the device losing power only when the switching between batteries in the device as the power source. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the customer initially reported that their device was losing power when switching between batteries, but the device had the ability to power back on. Following the evaluation of the device, it was observed that the power pcb assembly was causing the device to intermittently lose power. This is in addition to the device losing power only when the switching between batteries in the device as the power source. There was no patient use associated with the reported failure. The initial medwatch report should indicate: the customer initially reported that their device was losing power when switching between batteries, but the device had the ability to power back on. There was no patient use associated with the reported failure.

Event description:
The customer initially reported that their device was losing power when switching between batteries, but the device had the ability to power back on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to an integrated circuit chip, designator u5.